Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlock on lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The audio beep and vibration functioned properly when using test keypad at self-test. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump makes a high pitched audible tone that cannot be cleared. The customer's blood glucose reading was 80 mg/dl at the time of incident. Troubleshooting found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.